Manufacturer narrative:
Citation: fu b et al. Bovine pericardial versus porcine stented replacement mitral valves: early hemodynamic performance and clinical results of a randomized comparison of the perimount and the mosaic valves. Journal of thoracic disease. 2021; 13(1):262-269. D oi:10.21037/jtd-20-3274 earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the short-term (up to 1 year) hemodynamic and clinical outcomes of patients with rheumatic heart disease undergoing mitral valve replacement with a bioprosthetic valve. All data were collected from a single center between january 2014 and february 2015. The study population included 145 patients (predominantly female, mean age 72.1 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 73 were implanted with a medtronic mosaic bioprosthetic valve (unique device identifier numbers not provided). Among all medtronic mosaic patients four deaths occurred. One death occurred within 30 days of implant, and the other deaths occurred between 30 days and 12 months post implant. No further details were provided about the deaths, and no association was made between the deaths and the valves. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic mosaic patients, adverse events included: thromboembolism, hemorrhage, and endocarditis. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.